Event description:
It was reported that following a successful stent deployment, a multi-link was used in an attempt to cover the proximal portion of the lesion. During preparation bubbles were noted exiting the port, however the device continued to be used. No leaks were noted when the delivery system was filled with contrast. After an unsuccessful deployment attempt, the delivery system was removed and stent separation was revealed. A snare device was used to successfully retrieve the stent. No further intervention was attempted. It was reported that later that evening, the pt suffered a stroke and was taken for surgery as a result of the stroke.